Manufacturer narrative:
G4: 31jan2020. B4: 03feb2020. Touch screen assembly was received for failure evaluation. There were no signs of damage or contamination during visual inspection. Resistance measurement were then performed on the touch screen assembly. After testing, it was determined that the ul_lr and ur_ll resistance were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07nov2019.

Event description:
The customer reported a ventilator with a touch screen calibration issue. The manufacturer's field service engineer confirmed the reported problem. There was no patient involvement or harm. The manufacturer's field service engineer replaced the touch screen assembly to address and correct this reported event.